Event description:
The customer reports alleged inaccurate high results on customer's one touch ultra meter. Customer reportedly obtained a result of approximately 200/204 and took humalog. Customer had no symptoms. Customer then became hypoglycemic and took a tube of glucose to treat self. Quality control tests are acceptable.